Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 182 mg/dl, and the meter bg reading was 20 mg/dl. Base on the cgm reading, customer delivered multiple boluses. Customer went to the emergency room (ER). Bg was 20 mg/dl and intravenous dextrose was administered. X-ray and computerized axial tomography (cat) scan were performed. After a few hours, customer left the ER feeling better and bg was within range.